Manufacturer narrative:
Original investigation/conclusion submitted in error. The investigation is currently pending.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 364994a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. A root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Manufacturer narrative:
Investigation/conclusion: it is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot 369159a was performed. In-house testing on the strip lot met release criteria and the product performed as expected. It is indicated that the product is not returning for evaluation. Therefore, a review of the in-house testing history of strip lot xxxx was performed and found to be performing within expectations. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, the root cause cannot be determined from the information provided. Based on the information available, there is no indication of a product deficiency and no corrective action is required.

Event description:
On (B)(6) 2016, a phone call was received from an end user alleging variances between the inratio inr results and alternate point of care (poc) inr results. Results are as follows: date: (B)(6) 2016, inratio inr: 1.9. Poc inr: 3.3. (B)(6) 2016, 2.0, 3.0. Therapeutic range: 2.0 - 3.0. The time between testing on each date was one (1) hour. The caller's normal warfarin dose was 1 tablet for six (6) days a week and 1/2 tablet on thursday. After each of the poc inr results, the caller took only a 1/2 tablet of warfarin. The caller reported that she had a "lung infection" and was on prednisone until a couple week ago and the physician performed correlations to check the inr after discontinuing the prednisone (exact date of discontinuation is unknown). There was no additional information provided.